Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small package was opened and it was noticed that the hemostatic valve was broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue resolved. No patient consequence was reported. Additional information was received stating that the hemostatic valve detached. All the pieces were collected for return. The device was inspected and the brim cap was missing however, the hemostatic valve was returned separately. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on brim cap and hemostatic valve cannot be determined; however, an internal corrective action has been opened to investigate this issue. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported that there was a hemostatic valve separation. The biosense webster inc. Product analysis lab received the device for evaluation on 3/29/2019 and noted the product was received in the condition reported. The hemostatic valve was received separately. In addition, the brim cap was missing. The hemostatic valve separation remains a reportable issue. The returned condition of the brim cap was missing was also assessed as a reportable issue. The awareness date for this additional new finding is 3/29/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 00001066 number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation device malfunction occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small package was opened and it was noticed that the hemostatic valve was broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue resolved. No patient consequence was reported. Additional information was received stating that the hemostatic valve detached. All the pieces were collected for return. The hemostatic valve separation was assessed as a reportable issue.